Manufacturer narrative:
No motor type alarms noted during testing. Unit passed rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test however unit failed displacement test (---.- units left on status screen) due to encoder signal out of phase. Minor scratches on lcd window and cracked reservoir tube noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked belt clip slot. Corrosion on motor housing assembly; no corrosion on motor home switch noted. (B)(4).

Event description:
The customer reported via internet posting that the insulin pump had a motor-related error alarm. The customer also reported that the device was cracked from reservoir compartment to the motor. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.